Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that mega suturecut needle driver instrument core snapped. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.